Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) was used as an rvad which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was in poor health condition prior to death.

Manufacturer narrative:
3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure (msof). The outcome was not considered device or therapy related. The devices were working as intended during their time of support.